Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for failed back surgery syndrome. It was reported that the patient started to experience loss of therapy/withdrawal symptoms (specific details not provided). The manufacturer representative was asked if they could do a dye study to check the catheter. The hcp was looking to wean the patient off the pump and explant, as they did not want to replace it with a newer pump.